Manufacturer narrative:
(B)(4). Vyaire medical was able to verify the customer's reported issue during testing and evaluation. During testing, the unit's lcd display's touch screen capability was intermittently responsive. Further review revealed several scratches on the lcd display. Vyaire medical installed a known good lcd display onto the unit and the issue was resolved. The unit then passed the touch screen calibration test with no issues, and the initial final test and initial alarm volume test with no abnormalities. Vyaire replaced the lcd display to address the reported issue.

Event description:
It was reported to vyaire medical that the touchscreen on the ventilator was not working. There was no report of any patient harm associated with this reported event.